Event description:
Additional information received indicated that the device was explanted due to eri/eol.

Manufacturer narrative:
The reported inappropriate therapy delivery was confirmed in the laboratory and was determined normal based on programmed settings. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that the asymptomatic patient received an atp therapy due to a svt with rapid ventricular response. Programming changes were made and the patient was stable after the event.